Event description:
It was reported to boston scientific that while using the speedband superview super 7 ligator, the bands could not be released by turning the handle. The procedure was completed with another same device. The pt is "stable".